Event description:
Customer has an unexplained free t4 result for one pt. The elevated free t4 result was 32.6 pmol per l and did not fit the clinical picture of the pt. Pt has no clinical symptoms of hyperthyroidism. Sample was repeated using (B) (4) architect giving free t4 result 21.2 pmol per l. Tsh results for the sample were also discrepant, initial tsh 3.56 uiu per ml, repeat on (B) (4) architect analyzer were 1.6 uiu per ml. It is unk if the pt received treatment or medication due to the discrepant results. The investigational unit investigated the sample and did not find an interference to the ruthenium label. Investigation is on-going, if additional information is received, appropriate notification will be provided.